Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the 8mm maryland bipolar forceps instrument had broken cables at the tip. No fragments fell into the patient. The procedure was completed with no reported injury.